Event description:
It was reported that prior to a procedure on (B)(6) 2025 (case type information was not provided), the light of the device was dim. There was no patient impact reported.

Manufacturer narrative:
The device was returned to our us facility on feb-17-2025, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site: during the inspection the error description provided by the customer "dim light" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the lightis dim. This event is filed under internal complaint ID (B)(4).